Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead impedance warnings were alerted and polarity switches were noted on the right atrial (ra) and right ventricular (rv) leads. High thresholds were noted on the rv lead and possible insulation issues were noted on both leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited low bipolar and unipolar impedance, oversensing, far field r-wave (ffrw) oversensing, probable noise and oversensing of myopotential. It was also reported that the right ventricular (rv) lead exhibited low bipolar and unipolar impedance, oversensing and short v-v intervals. The ra lead was reprogrammed and remains in use. The rv lead remains in use.